Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50 x 16mm synergy ii drug-eluting stent was selected for use; however, during preparation, it was noted that the catheter tip and the distal end of the stent were damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was well and was sent home as planned.